Manufacturer narrative:
Ocd qa performed retain testing to confirm the reactivity of the lea antigen. Satisfactory test results were obtained. The mts anti-igg gel card is designed to detect the igg antibodies. Anti-lea is typically an igm antibody .